Event description:
It was reported that noise oversensing was observed while reviewing stored events for this pacemaker. It was stated that the patient was exhibiting a true ventricular arrhythmia at the same time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.